Manufacturer narrative:
The facility called in to technical support services (tss) and ordered a new footswitch and cable. The replaced footswich and cable has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that the footswitch failed. The facility called technical support services (tss) and was advised to replace the footswitch and cable. Add'l info was requested.